Manufacturer narrative:
Additional parts replaced during service: oil mist filter, vacuum pump oil. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted; the service history for this unit for the past six months (03/29/2015 to 09/25/2015) did not observe any significant trend; the fmea revealed the risk priority number (rpn) scores are considered to be acceptable; the sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter and vacuum pump oil were not returned for functional evaluation. The assignable cause of the odor/smells issue is the oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A preventive maintenance (pm1) was performed. It is not known if the pm was due. The unit meets specifications and was returned to service on (B)(6) 2015.

Event description:
A customer reported an event of an "odor" emitting from the sterrad® nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.